Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on screen of insulin pump and that was harder to see. The blood glucose levels of the customer was unknown. Customer also stated that battery cap was stripped and crack on the insulin pump. Customer also stated that insulin pump received the unexplained no delivery alarms. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.